Event description:
A device report from (B)(4) indicates a hospital from (B)(6) reported: pt was implanted with dhs blade plate on (B)(6) 2010. Pt was put on half weight bearing on (B)(6) 2010 and full weight bearing on (B)(6) 2010. Pt returned to hospital in (B)(6) 2011 because, he could not walk. It was found the blade penetrated the femoral head on (B)(6) 2011, after 16 months. The product was not removed at this time and surgeon is scheduling the removal on an unknown date.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. The mechanism behind this complaint is medial migration. The problem is an instable fracture and insufficient reduction; the reduction is not in the 180 degree in the lateral view. According to the garden alignment index, this is a bad reduction.